Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited increased pacing impedance measurements resulting in high out of range pacing impedance measurements greater than 2,000 ohms that resulted in activation of the lead safety switch (lss) feature. Noise and oversensing was observed in unipolar configuration. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.